Event description:
It was reported that the patient contacted his patient liaison regarding his inflatable penile prosthesis (ipp). The patient explained that the deflation button is being pressed during intercourse causing the pump to deflate while using it.